Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a24037 and h12k28047 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. It was also reported that the patient experienced an infection under stitches and an abscess. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the infection and abscess. The patient was later discharged from the hospital. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).